Manufacturer narrative:
Patient initials were requested but could not be provided. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the log file review. The log file spanned approximately 43 days ((B)(6) 2022 to (B)(6) 2022 per the timestamp). A driveline power fault alarm intermittently activated on (B)(6) 2022 from 12:15 to 15:25 due to a broken power a. The alarm continued to activate towards the end of the log file. A pump stop was observed on (B)(6) 2022 at 12:15. The driveline was intermittently disconnected from the controller on (B)(6) 2022 from 12:16 to 15:16. The final driveline reconnection to the controller was on (B)(6) 2022 at 15:16. These driveline disconnects, driveline power fault, and pump stop will also be investigated under (B)(4). No other notable alarm was observed. The hm3 system controller, serial (B)(4), was not returned for analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including driveline power fault. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to clinic with a driveline fault alarm and a cut in their driveline above the modular connection. The driveline was manipulated in clinic which activated the alarm again. The patient was asymptomatic at the time. Both system controllers were upgraded to software version 1.7 but this did not resolve the issue. Log file analysis captured power cable disconnect, low power hazard and no external power alarms on (B)(6) 2022 while the patient was tethered to the mobile power unit (mpu); this was caused by power to the mpu being briefly interrupted. Additionally, the log file captured driveline disconnected and lvad off alarms on (B)(6) 2022 where the driveline was disconnected from the system controller. The log file additionally captured driveline power fault, low flow, driveline disconnect, and lvad off alarms where the pump intermittently powered on and off from 12:16 pm to 3:16 pm. Driveline power faults continued intermittently throughout the end of the log file. The patient was admitted urgently for a transplant. Related mpu MFR #: 2916596-2022-11406. Related pump MFR #: 2916596-2022-11404.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient underwent a transplant on (B)(6) 2022.